Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm on (B)(6) 2018. The one month post operative CT showed the presence of an endoleak type 1a, and another follow up CT showed an endoleak type ii and possible rupture. The physician originally planned to convert the patient to open surgical repair on (B)(6) 2018 and explant the stent graft. But during the procedure, it was decided to use a wrap technique instead of explanting and the leak was resolved. Patient died one day post opt in itu and anesthetics was reported as possible cause.